Event description:
This event was reported as mitral insufficiency. No further info was provided.

Manufacturer narrative:
Examination of the valve in lab revealed separation of the aortic wall from both stent posts of the right-coronary cusp. Consequently, the separation allowed the aortic wall to protrude into the orifice causing convoluted cusps and incomplete coaptation. Calcification was noted at each attachment site which resulted in stenosis of the effective orifice area and leaflet disruptions. Host tissue overgrowth encroached onto each leaflet contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp, especially concentrated at each attachment site. Stent distortion was also noted which appeared artifactual of explant. Fracture of the wireform was noted, incidentally, adjacent to the crimp, the occurrence of fracture of the wireform is very low in valves. The fracture on this wireform displayed characteristics similar to other fractures which occured at the crimp, such as burnishing, these characteristics indicate that the wireform had been fractured for some time prior to reoperation and the valve continued to function. This valve was mfg prior to our current spec for inspection of the wire. Over the yrs, edwards cvs div has incorporated several improvements in the MFR of the elgiloy used for wireform production. The primary cause for dysfunction of this valve was determined to be due to separation of the aortic wall. These findings would account for the symptoms noted clinically. The complication of separation of the aortic wall has been studied over the past few yrs. From co's investigation, co's learned that separation is a degenerative process that is dependent on time. It occurs predominantly in the mitral position and in large sizes. The separated wall is typically between the two largest cusps on the valve, that is, ususally between the left-coronary and right-coronary cusp, as in this case. Co's study of this phenomenon leads us to suspect that the disruption of the aortic wall in this area is due to a combination of mechanical and biochemical factors. Separation of the aortic wall cannot be simulated in vitro testers alone. The majority of the valves showing this complication have implant durations of nine yrs or more. The data further suggests that the phenomenon is a degenerative process requiring a combination of mechanical and biological factors and is time-depended.